Event description:
Customer reported that his wife was admitted to the hospital due to diabetes ketoacidosis blood glucose at the time of hospitalization was 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.